Manufacturer narrative:
(B)(4). This device was later explanted due to normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic with evidence of noise and oversensing that resulted in pacing inhibition. Additional information was reported that during a non device related procedure, the patient was lying prone on the table and the neurologist believes the patient passed out so he stopped the treatment. There was no additional adverse patient effects reported.